Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Corrected data: h6 device code.

Event description:
It was reported that this inflatable penile prosthesis reservoir was repositioned to the prevesical space as it caused an abdominal bulge and foreign body sensation, leading to discomfort. Following the surgery, the discomfort resolved. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis reservoir was repositioned to the prevesical space as it caused an abdominal bulge and foreign body sensation, leading to discomfort. Following the surgery, the discomfort resolved. No further patient complications were reported